Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient was treated for chemical dermatitis around driveline exit site with empiric doxycycline. On (B)(6) 2018, the patient presented to the ER with complaints of cough along with shakes and fevers. The clinician team stated that the patient missed several doses of doxycycline. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas. A specific cause for the patient¿s driveline infection could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on 07jan2019: culture was taken and showed methicillin-susceptible staphylococcus aureus (mssa). The patient was given antibiotics and discharged while remaining antibiotics.

Event description:
Additional information on 12jan2019: it was reported that the patient received cephalexin, vancomycin, cefazolin, and cefapime for driveline infection.